Event description:
A customer contacted beckman coulter inc. (Bci) regarding two false creatinine (crem) patient results generated by the unicel dxc 800 pro synchron clinical systems for two patients. The high crem results were reported out of the lab. The original specimens were re-tested on a different instrument and obtained results. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
The customer performed qc and found l2 qc was high. A field service engineer (fse) was dispatched: the fse inspected the creatinine module and prime it several times. During priming, air bubbles were found in the line. The fse purged the bubbles out of the system and replaced the modular chemistries (mc) sample collar. The fse performed precision runs of 20 replicates of each level. All results were within specifications. Although hardware issues were addressed, a clear root cause has not been determined for this event.